Manufacturer narrative:
Date sent to the FDA: 08/13/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted the adverse event which occurred on (B)(6) 2012. (B)(4) submitted the adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery, exploratory laparotomy with extensive enterolysis and reduction of strangulated abdominal wall hernia on (B)(6) 2012 during which the surgeon noted near the midline, the small bowel had become intermittently fused with the previously placed mesh which made extremely difficult dissection in the area. Lengthy lysis of adhesions was undertaken to remove the small bowel from the previous mesh. It was reported that the patient underwent revision surgery on (B)(6) 2014 during which the surgeon noted the mesh had to be excised from the surrounding material and reapproximated as the mesh was quite laced and bulging completely out. It was reported that the patient experienced severe pain, inflammation, bowel obstruction, dense adhesions, stress and anxiety. No additional information was provided.